Manufacturer narrative:
The carefusion technician evaluated the device and verified the e21 error. Removed and replaced the power supply. Defective power supply would not operate unit in ac mode and would not charge back up battery. Replaced power supply.

Manufacturer narrative:
(B)(4): the cause of the reported issue was found to be defective power supply that would not operate in ac mode and would not charge back up battery. The corrective action was to remove and replace the defective power supply. No further action is required on this event.

Event description:
The following event occurred at a user facility in (B)(6) : "unit sent to our in house repair (ihr) for a warranty repair. The unit reported as having an e21 back in (B)(6) 2014 and sent to us for repairs. At the time. The repair tech determines that the tissue was the unit mainboard, which he replaced and the unit returned to (B)(4) . Then on the (B)(6) at the hospital informs (B)(6) that the unit is doing the same time (e21) (B)(6) open a service order and sent the unit to us for warranty repair. During my evaluation, I discovered that if you start the unit while on ac mains, the unit starts and alarms with 21 cfr error , before switching the unit off. I erase the error log. When I switch the unit off and disconnect the ac mains cable and restart the unit with dc power, the unit starts normally; there is no e21 error, no larmar. Later I switch the unit off, re-attached the ac main cable and re-start the unit, there is no e21 error alarm. At that time I switched the unit off, let it sti connected to ac mains for at least an hour and repeat the test. As soon as I re-start the unit again while on ac. I get the e21 error." The event occurred during testing, there was no patient involvement.